Manufacturer narrative:
Concomitant products: product ID: 7482-95, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 7482-95, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3550-05, lot# 0205521814, implanted: (B)(6) 2011, product type: accessory. Product ID: 3389-28, lot# 0205303004, implanted: (B)(6) 2011, product type: lead.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that the patient experienced a worsening of gait that led to a hospitalization, where a cable defect was found; a device malfunction was reported. A new left cable and implantable neurostimulator (ins) battery were implanted and the issue was resolved with sequelae on (B)(6) 2014. No further complications were reported/anticipated.

Manufacturer narrative:
Initial reporter was updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the specific device responsible for event and the previously reported "sequelae" were unknown as they were not reported. It was also noted that the cause of the cable defect was not determined. The impedance values, device disposition, and potential falls/trauma that could have contributed to the issue were also unknown as they were not reported. No further complications were reported/anticipated.